Event description:
Parents hooked up their child to tpn solution 182 ml to run over 18 hours with a one hour taper up and one hour taper down via baxter 6060 infusion pump. Baxter tubing. This day and two previous occurrences in the last week, parents noted air in line below the filter. After rptr rec'd notification after first two occurrences in the last week, parents noted air in line below the filter. After rptr rec'd notification after first two occurrences, parents were instructed that pump and tpn bag must be in fanny pack and not hanging on IV pole. Instructed again in tubing and filter prime and to keep pump filter in crib. Notified today that it occurred again, but this time during hookup. The air in line is only below the filter. It is not coming through the pump or from the bag. It has measured anywhere from 1-3 inches on the different occasions. Once user error was eliminated, rpt will now switch out the tubing for another lot number. Complaint filed with baxter to see if there are any reports of problems with this lot #. Rn to visit for tonight's hookup to watch process also.